Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service repair technician indicates that the guidepost position of camera head and image was out of the standard. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of camera unit, the guidepost position of camera head and image was out of the standard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.